Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-400 mg/dl). The customer changed the supplies on the pump. A bolus was delivered via the pump and insulin injections were used to address the bg level. The customer did not know what caused the high bg level. A system check was performed using the current supplies on the pump. The customer indicated that the infusion set site would be changed. The pump and infusion set tubing were found to be functioning as expected. Tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.